Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with the patient's controller. The issue was resolved with troubleshooting. The device is providing therapy.